Event description:
The customer took a chef film before treatment started, however, the field shape was different to the prescription field shape. It was reported the main diaphragm spread about 5cm. The customer loaded the prescription on the desktop once again, however, the event did not reproduce and no mistreatment occurred.